Manufacturer narrative:
Device evaluated by MFR: visual examination of the device found that the returned balloon showed evidence of being inflated. There was congealed blood in the balloon and shaft which potentially indicates that there was a leak in the device but could not be confirmed as the device could not be inflated due to the congealed blood. One blade was bent 7mm from the proximal end of the blade. A segment of another blade was detached for a length of 2.5mm, 1.5mm from the proximal end of the blade and was not returned with the device. The two other blades were fully bonded to the balloon. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention for in-stent restenosis, withdrawal difficulties occurred. The ostial lesion was located in the mildly tortuous right coronary artery (rca). A 190 non-bsc guide wire crossed the lesion and the 15/3.50 flextome monorail cutting balloon was advanced through a 6 fr non-bsc guide cathete. The balloon was inflated and deflated several times. When the physician attempted to remove the cutting balloon it became stuck in a previously implanted stent. A delay of approximately 30 minutes occurred while attempting to get movement by inflating and deflating the cutting balloon several times. Eventually the cutting balloon was able to move forward but still could not be backed out of the ostial area of the rca. An atlantis sr pro imaging catheter was used which would not pass through the 6 fr guide catheter. The cutting balloon was pulled back to the stuck area and inflated. As the cutting balloon was deflated, they pulled and the entire cutting balloon was released. The procedure was completed with predilatation with an unspecified balloon, followed with a non-bsc balloon system. Angiographically everything looked good. There were no patient complications reported and the patient's status is listed as ok.

Event description:
It was reported that during a percutaneous coronary intervention for in-stent restenosis, withdrawal difficulties occurred. The ostial lesion was located in the mildly tortuous right coronary artery (rca). A 190 non-bsc guide wire crossed the lesion and the 15/3.50 flextome monorail cutting balloon was advanced through a 6 fr non-bsc guide catheter. The balloon was inflated and deflated several times. When the physician attempted to remove the cutting balloon, it became stuck in a previously implanted stent. A delay of approximately 30 minutes occurred while attempting to get movement by inflating and deflating the cutting balloon several times. Eventually, the cutting balloon was able to move forward but still could not be backed out of the ostial area of the rca. An atlantis sr pro imaging catheter was used which would not pass through the 6 fr guide catheter. The cutting balloon was pulled back to the stuck area and inflated. As the cutting balloon was deflated, they pulled and the entire cutting balloon was released. The procedure was completed with predilatation with an unspecified balloon, followed with a non-bsc balloon system. Angiographically everything looked good. There were no patient complications reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).